Event description:
It was reported that connecta plus3 10cm white stopcock detatched. The following information was provided by the initial reporter: "proximal end (form patient) of connector dislocating from tube (connector still attached to i.v, but tube with 3-way stopcock, disconnects). Please see attached pictures from end user. This has happened on several occasions, at least 3 times the last couple of weeks. No samples are available. Products are distributed to several examination rooms and other places from the clinic main storage, therefore there is no way of knowing affected lot. On at least one occasion, the product was attached to a central i.v-line when disconnection happened, resulting in blood leakage as well as potential drug spill. This is an oncology ward so drugs being used includes, among others, cytostatic agents. End user have been informed to pre check all connectors before use and set aside any defect products and record ref and lot.".

Manufacturer narrative:
Investigation summary : to aid in the investigation of this incident, two picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, the luer fitting appeared separated from the tubing. This defect can result from a lack of solvent during the assembly process. In response to this incident, a quality alert has been raised. This alert was issued to increase awareness on the production floor for this potential defect. Our quality team will continue to monitor the production process and complaint trends and if any emerging trends are detected, further actions will be taken if necessary. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that connecta plus3 10 cm white stopcock detached. The following information was provided by the initial reporter: "proximal end (form patient) of connector dislocating from tube (connector still attached to i.v., but tube with 3-way stopcock, disconnects). This has happened on several occasions, at least 3 times the last couple of weeks. No samples are available. Products are distributed to several examination rooms and other places from the clinic main storage, therefore there is no way of knowing affected lot. On at least one occasion, the product was attached to a central i.v.-line when disconnection happened, resulting in blood leakage as well as potential drug spill. This is an oncology ward so drugs being used includes, among others, cytostatic agents. End user have been informed to pre check all connectors before use and set aside any defect products and record ref and lot."